Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that, during a vns therapy initial implant procedure, he received high lead impedance after connecting an implanted lead to a pulse generator. It was further reported that the lead was replaced during the same procedure, and subsequent intraoperative diagnostics yielded results within normal limits. Lead in question has not yet been returned to manufacturer for product analysis.